Event description:
It was reported by service report that the nurse call was not working on the bed. The customer could not determine if there was patient involvement. However, no adverse consequences were reported.

Manufacturer narrative:
Result: malfunctioning headwall interface cable hindered nurse call function.